Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00283 and 1225714-2014-0284.

Event description:
The plaintiff's attorney alleged that a decedent experienced a cardiopulmonary event and subsequently expired on or about (B)(6) 2012, after the use of the product.